Event description:
It was reported thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds and before the closure device had been deployed it was noted that there was a thrombus present on the tip of the was. The physician was not able to aspirate the thrombus out of the patient, so they removed the was from the patient. The thrombus was inside the was that was removed. The physician made the decision to end the procedure with no closure device implanted in the laa of the patient. At an unknown time, the patient experienced a cerebral vascular accident resulting in partial loss of vision in their right eye. The patient is recovering from these events.